Manufacturer narrative:
It was reported that fracture was found on the stent 10 weeks later since stent implantation according to procedure description. No a significant thing was found and it successfully passed criteria of manufacturing and inspection as a result of confirmation of device history record for this device. Fracture, which may occur at other company's device as well as ours, is influenced depending on patient's lesion status, peristalsis of organs, and use of drug. Pyloric structure where stent was implanted is curvy. Patient had pyloric stenosis and stent could have been pressured more in this situation. It is, however, impossible to identify the exact root cause since device was not returned and it is hard to recreate the situation at the time of procedure and post-procedure. It is considered that fracture occurred on the stent caused by patient's lesion and peristalsis of organs after stent insertion. In addition, we decided to report MDR since patient's injury occurred due to stent fracture. The suspected device is not registered to u.s. FDA and it has not been shipped into the u.s.

Event description:
On (B)(6) 2015: dct2012bp was implanted to a patient with pyloric stenosis. On (B)(6) 2016: stent fracture was confirmed. Fractured flared part was about 3cm in length and found inside the stomach (it has fallen inside the stomach), which was originally implanted out to stomach. It was also confirmed that a part of where it was fractured got re-stenosed. No further intervention has been taken so far. Fractured part is still inside the patient's stomach, no additional stent implantation has taken place either. This patient is kept under a periodic follow-up.